Manufacturer narrative:
On 5/14/2019, it was reported to mentor that the replacement devices were saline mentor smooth round high profile 500cc. On 5/21/2019, the mentor failure analysis lab has received the device for evaluation. On 6/6/2019, during evaluation of the sample a crease a tear (a) were observed in the anterior and extending to the posterior view, also a shell abrasion was observed in the posterior view. Leak testing was performed and it revealed other tear (b) within shell abrasion. Microscopic examination of the edges of the tear (a) revealed parallel striations. No other anomalies were observed. The second product received is related to a concomitant device, therefore no further investigation is required. The striations are consistent with markings made by a sharp instrument perforating silicone material. As stated in the product insert data sheet, do not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures as this can result in rapture. Shell abrasion suggesting in-vivo folding or creasing of the device. A crease/fold failure may be the result of the continuous and sustained stresses to the device caused continuous and sustained stresses to the device. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Deflation is a known complication associated with mentor mammary prostheses. Possible causes of deflation of saline-filled implants include, but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. The reported complaint was confirmed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Concomitant products: a saline mentor smooth round moderate profile 425cc, catalog number 3501670, serial number (B)(4), lot number 1010685. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revision with a saline mentor smooth round moderate profile 425cc and experienced deflation on the right breast implant. As a result, the patient had undergone removal on (B)(6) 2019.